Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and dehydration, with blood glucose over 500 mg/dl. The customer's father stated that prior to the event, the physician had changed the customer's basal rates from four different rates to one. The customer's father also stated that the customer uses a mio infusion set the day of the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.